Event description:
Information received from the field notes that during a routine follow-up, interrogation was unsucccessful and there was no response to magnet application. The patient was reportedly in sinus rhythm at 58 bpm.